Manufacturer narrative:
Microsensor was received for evaluation: a review of DHR and manufacturing records was performed and the device was found to have conformed to specification when released. Failure analysis - the issue of the complaint is confirmed: - the device failed water pattern testing ¿ off scale ar 20 hrs - center sensor wire corroded into - catheter received in drainage tube, removed and catheter has puncture hole 7cm from distal end of luer fitting exposing internal wires - no further testing possible based on the failure analysis, the root cause could be determined as a mishandling of the device. A fluid ingress may have caused the corrosion to the center sensor wire. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on (B)(6), 2020 to report these issues regarding MDR reports.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
It was reported on (B)(6) 2019, during the procedure, the patient was implanted with an icp microsensor. Then, it was found that there was csf flowing out at the catheter near the luer connector. The physician retrieved the device and changed with a new one to complete the procedure. There was no adverse effect of the patient.